Manufacturer narrative:
Per review of clinical information, the reported events occurred when repositioning unit was in place and therefore there is no apparent adverse event on the introducer after evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report will be submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 63-year-old female patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage e shock (B)(6) 2026 at 08:15. During support, the patient experienced runs of ventricular tachycardia accompanied by a profound reduction in impella pulsatility and flow. Despite administration of amiodarone, the patient progressed to pulseless electrical activity (pea) arrest, requiring CPR and multiple resuscitative medications. Although brief return of spontaneous circulation (rosc) was achieved, recurrent arrest followed, and after approximately 20 minutes of acls efforts, death was pronounced at 16:11. Separate complications were also documented related to the impella access site prior to the patient¿s death. A large expanding right groin hematoma developed around the impella access and reperfusion catheter, further exacerbated by significant anticoagulation, including 10,000 units of heparin in the cath lab, followed shortly afterward by an inadvertent 25,000 unit IV heparin bolus in the ICU, in addition to ongoing aggrastat infusion. Subsequent labs showed act >1000, severe coagulopathy, and hemoglobin decline to 6.8 g/dl. Hemostasis required manual pressure, protamine administration, local vasoconstrictor injections, and transfusion of 2 units packed red blood cells (prbcs), after which bleeding improved. The patient also had bilateral lower extremity ischemia due to small vessel size and anticipated occlusion from the impella sheath. An antegrade perfusion catheter was placed, which restored distal perfusion. The impella cp device itself was not available for return. Based on the available information, the patient¿s death appears most consistent with end stage cardiogenic shock and malignant arrhythmias, rather than a malfunction of the impella device. The access site bleeding and limb ischemia were clinically associated with large bore femoral arterial cannulation in the setting of small vessels and profound anticoagulation, including a significant inadvertent heparin overdose. No evidence suggests that device malfunction contributed to hemodynamic deterioration or death. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.